Event description:
It was reported that the customer's luer lock became disconnected in the night resulting in high blood glucose levels. The customer reattached the luer lock and their blood glucose levels stabilized.

Manufacturer narrative:
T:slim user guide indicates pump is to be used with individuals 12 years of age and greater, pt is (B)(6). The device has not been returned for eval. Should new info becomes available, a supplemental report will be submitted.